Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that before use the cs300 intra-aortic balloon pump (iabp) unit makes a strange noise when it turns on. There was no patient involvement reported.

Event description:
N/a.

Manufacturer narrative:
Updated fields; b4, d9, g3, g6, h2, h3, h4, h6, h10. A getinge field service engineer (fse) was dispatched to investigate the issue. The fse stated the the strange noise came from the motor, so in order to solve the issue, the fse replaced the 5000 hour maintenance kit. The unit was then returned to the customer and cleared for clinical use.